Manufacturer narrative:
It was reported that the controller ac adapter did not provide power when it was correctly connected to the outlet. The controller ac adapter ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller ac (cac) adapter did not provide power when it was correctly connected to the outlet.  The cac adapter was replaced.  No patient complications have been reported as a result of this event.